Event description:
A patient reported that their meter would not turn on. This issue was not resolved with troubleshooting. They stated that they were "high a couple of times" because they could not test on the meter. They used a family member's meter to test. There is no medical intervention or treatment given.